Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a ¿brief sensor issue¿. During this time, the patient had frequent urination and increased thirst, which are typical symptoms for the patient when he had a high bg level. However, the patient could not find his bg meter to use for confirmation. Despite not being able to confirm his bg level via fingerstick, the patient self-treated with 10 units of insulin based on his symptoms. After approximately 2 hours, the patient¿s cgm reading returned and was 179 mg/dl. The patient was afraid the value may continue dropping therefore, he ate a bowl of cereal. About 10-15 minutes after eating the cereal, the patient passed out. The patient regained consciousness on his own after approximately 5 hours. When the patient woke up, the patient¿s cgm was reading 112 mg/dl. Again, no bg meter comparison value was taken. The patient did not seek any assistance from a higher level of care. The patient reported feeling ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data starting on (B)(6) 2025 and continued on (B)(6) 2025. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.